Event description:
The customer reported the ac power module was not working and did not charge the battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module was not working and did not charge the battery. There was no reported pt involvement. The ac power module was not available for eval. The ac power module was replaced to resolve the issue. We will consider this a failure of the ac power module where the module did not charge the battery.